Event description:
It was reported that, two cases using with axsos proximal tibia plate the head of 3.5 screw went through the plate, first case was in 2008, the second in the next day, both with same surgeon. The screw was partially threaded 20 mm cancellous non-looking screw".

Manufacturer narrative:
Device not being returned. No evaluation will be performed. If the device or additional information becomes available, it will be reported on a supplemental report.